Event description:
It was reported that the wake button was not working. Reportedly, when more force was applied to the wake button the wake button performed as intended. Customer¿s blood glucose was 174 mg/dl. Customer continued to use the pump for insulin therapy.